Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving a disposable tube error at random times. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No visual issues identified. During functional testing the device didn't alarm with the temperature check; however, the alarm did sound when a disposable is attached confirming the customer complaint. The cause of this event is a defective microswitch. The microswitch was replaced with no issues. Review of the device history record indicated that the device passed all functional tests and detected disposable properly during interlock switch check per test data calibration form. Out of this job of 25 there was one device different from the reported device was reworked for failing calibration not related to the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.